Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's relative reported via phone call that the insulin pump kept turning off. The device had a blank display. They received no delivery alarms and low battery alerts. The customer also had a low blood glucose value of 32 mg/dl and 75 mg/dl. Troubleshooting was not performed because the caller did not have the insulin pump with them at the time of the call. The device is not expected to be returned for analysis.